Manufacturer narrative:
Supplemental report needed for patient condition. Patient was stable post event.

Event description:
New information noted that the patient was stable post event.

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving multiple inappropriate hv therapies. Upon interrogation, the device exhibited post-sensed t-wave oversensing, and as a result patient received multiple inappropriate hv therapies. High capture threshold was also noted. Programming changes were made and resolved the oversensing issue. A stress test and a successful dft test were performed, and no further oversensing was seen. Both device and lead remains implanted.